Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that ever since he started using the 530g insulin pump he has experienced many high blood glucose readings. The customer confirmed the dates of over a dozen hyperglycemic events within the two weeks prior to the call; most of his blood glucose readings were within the 200 mg/dl range and once his sugar reached 429 mg/dl. 24-hour helpline assistance was declined. No products were shipped or returned.